Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: pelvic") in a 23-year-old female patient who had essure (batch no. B76534) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent any essure confirmation test". The patient's medical history included multigravida and parity 2. Previously administered products included for to prevent pregnancy: iud in 2013. Concomitant products included hydrocodone since may 2016 and ibuprofen. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In october 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/large blood clots enough to make her weak at times"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal pain") and uterine cervical pain ("pain: cervix"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fatigue ("fatigue"), anxiety ("anxious") and depression ("depressed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (in 2015, she underwent salpingectomy for removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, weight increased, alopecia, abdominal pain, vaginal discharge and uterine cervical pain had not resolved and the fatigue, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, uterine cervical pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 162lbs. Per medical record: insertion detail: the essure was in good position with 4 trailing coils on the right side. Similar technique was used on the opposite side with 6 trailing coils on the left side. Removal detail: using the ligasure device, the fallopian tube was cauterized at the cornua. This allowed visualization of the essure coil. The essure coil was then gently teased from the uterus . Once the coil was removed in its ontirety, the remainder of the fallopian tube was then transected away from ligasure. The entire procedure was then repeated on the opposite side again removing the entire essure coil and the tube. The patient is recovering well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55.329 kgs. Pregnancy test urine - on (B)(6) 2014: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal hemorrhage, abdominal pain, vaginal discharge." Most recent follow-up information incorporated above includes: on 12-dec-2018: reporter information was added. This case concerns 23 year old patient. Her demographic was updated. Her historical medication/condition was added. Essure indication was amended. Essure lot number was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia); depressed; dyspareunia (painful sexual intercourse); weight gain; hair loss; pain: abdominal pain; vaginal discharge, pain: cervix and she did not underwent any essure confirmation test were added. She had not recovered from following events: pelvic pain, dysmenorrhea; abnormal bleeding (vaginal, menorrhagia) ; dyspareunia (painful sexual intercourse); weight gain; hair loss; pain: abdominal pain; vaginal discharge and pain: cervix. Incident~~ we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (in 2015, she was required to undergo major surgery for removal of the essure). Essure was removed in 2015. At the time of the report, the pelvic pain, fatigue, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. Further company follow-up with the consumer or lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain: pelvic") in a 23-year-old female patient who had essure (batch no. B76534) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent any essure confirmation test". The patient's medical history included multigravida and parity 2. Previously administered products included for to prevent pregnancy: iud in 2013. Concomitant products included hydrocodone since (B)(6) 2016 and ibuprofen. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/large blood clots enough to make her weak at times"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain: abdominal pain") and uterine cervical pain ("pain: cervix"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced fatigue ("fatigue"), anxiety ("anxious") and depression ("depressed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (in 2015, she underwent salpingectomy for removal of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, weight increased, alopecia, abdominal pain, vaginal discharge and uterine cervical pain had not resolved and the fatigue, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, uterine cervical pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 162lbs. Per medical record: insertion detail: the essure was in good position with 4 trailing coils on the right side. Similar technique was used on the opposite side with 6 trailing coils on the left side. Removal detail: using the ligasure device, the fallopian tube was cauterized at the cornua. This allowed visualization of the essure coil. The essure coil was then gently teased from the uterus . Once the coil was removed in its ontirety, the remainder of the fallopian tube was then transected away from ligasure. The entire procedure was then repeated on the opposite side again removing the entire essure coil and the tube. The patient is recovering well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55.329 kgs. Pregnancy test urine - on (B)(6) 2014: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, vaginal hemorrhage, abdominal pain, vaginal discharge." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.